Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : palacos r 1x40 single, pn: 00111214001, ln: 69284224. Medical records review indicates that the patient noted to have catastrophic failure on femoral side with almost two inches of shortening basically aseptic loosening of femoral component. The additional information does not change the outcome of the previous investigation. The root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information, it was reported that the patient's left side was revised due to loosening and leg shorting. The cup prosthesis remains implanted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # (B)(4), head, lot # 044190. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09460, 0001825034-2018-09461.

Event description:
It was reported that a bilateral patient was implanted with mom devices in both hips approximately 7 years ago. The patient alleges complications including pain, discomfort, inflammation, elevated ion levels, and metallosis. The patient underwent a revision surgery, however, there is no confirmation of which side was revised to date. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.